Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The patient had recently undergone a procedure to place a stent in his wrist for dialysis. After the diagnostics were cleared, normal device function resumed.